Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huan1703 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (huan1703) have been reported from the same facility.

Event description:
On (B)(6) 2016- it was reported by facility that the broviac was repaired for the first time. It is unknown the reason for the repair. No other information is available.